Manufacturer narrative:
The lot was manufactured from july 6, 2022 to july 7, 2022. H10 the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the photographs showed fluid inside the bladder which suggested an under infusion may have occurred. The reported condition was verified based on the photographs. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; further described as ¿not fully emptied after 24 hours" and "still had 15 to 20% medication left after 23 hours¿. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line; the PICC line flushed well. The device was filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.